Event description:
The rptr stated that she had received the er1 message on her am test, retested and had gotten a reading of 394 ml/dl. She stated that she tested again 15 mins later and received a reading of 401 mg/dl, and adjusted her insulin dosage according to her physician's instructions. She reported that she is taking steroids and has bronchitis, and that her dr had told her that her readings might be elevated due to the steroids and had instructed her on adjusting her insulin.